Manufacturer narrative:
Unit passed displacement test. However, unit failed to vibrate during self test due to broken black vibrator motor wire. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump had a vibrate anomaly. The customer¿s blood glucose level was 148 mg/dl. Customer stated that pump is not vibrating. The customer was assisted with troubleshoot. Customer was assisted in performing a self test and pump did not vibrate during the vibrate test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. However, unit failed to vibrate during self test due to broken black vibrator motor wire. Unit received with minor scratched display window and case.